Event description:
Home monitoring reported that this patient had a series of 8 vf recordings the morning of (B)(6) 2017. One of the episodes had a shock delivered, the other episodes had aborted shocks. The shock appears to be in appropriate due to noise on the rv lead. The impedance, threshold and sensing values are in range. Device remains implanted. The patient will be brought in for a followup.

Manufacturer narrative:
On 11/13/17 - we were notified that this lead was explanted and replaced. Added the explant date. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.